Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported tingling and numbness occurred. On (B)(6) 2012 index procedure was performed on a de novo lesion with 100% stenosis and was 11 cm long with a reference vessel diameter 51 mm located in the left superficial femoral artery (sfa) . The lesion was treated with the 2.1mm jetstream xc catheter. Residual stenosis was 20%. Six days post-index procedure the patient complained of tingling and numbness in left leg. No further information was provided.